Event description:
Adult female status post mitral valve (29mm mosaic bioprosthesis) replacement in october 2007 for probable rheumatic mitral valve disease. Pt. Presented with immediate post operative complication of atrial fibrillation-flutter. She underwent cardioversion in december of 2007. Subsequent complications as of june 2011 have been palpitations, dyspnea, and diffuse bilateral pulmonary infiltrate. Thorascopic surgery was performed with lung biopsy in august 2011. After performance of transesophageal encephalography in september of 2011, the patient received mitral valve re-replacement in october 2011. Surgeon requested device be sent to pathology (to include photos) then on to risk management and then to manufacturer for review. Pt was discharged to home approximately one week post surgery. Operative findings: the bioprosthetic valve had a leaflet that was torn from the tip of the commissure to the nadir of the valve. This is consistent with her clinical findings and echocardiographic findings.